Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that loss of telemetry occurred between the mobile programmer base and mobile programmer application during an implant procedure while temporary pacing at 50 bpm was being performed on a pacing-dependent patient. The right atrial lead had been positioned in the right ventricle to provide temporary pacing support while a lead was being evaluated in a left bundle branch area pacing location. It was reported that prior to the event, telemetry communication to the application was lost for nearly two minutes displaying a dotted line; however, pacing output was maintained. It was noted that during subsequent lead adjustments, being made within the pocket, noise was observed on the pacing cables. An attempt was taken to change the pacing mode to voo to avoid loss of capture; however, the displayed pacing mode changed to question mark symbols and pacing output was lost immediately. It was further reported that the application then became unresponsive in this mode and that connectivity to the system was lost and was unable to be reconnected. The patient experienced asystole and external pacing was initiated using a defibrillator and pacing pads. Troubleshooting steps were taken to include shutting down the application, reconnecting the system components, and re-establishing communication between the application, base and patient connector. Following troubleshooting, connectivity was restored and temporary pacing was resumed at 50 bpm. Additional troubleshooting steps were taken to include obtaining and setting up a different mobile programmer system to continue the procedure. No further patient complications have been reported as a result of this event. Application version: 4.5.2, host tablet os version: 18.5.